Manufacturer narrative:
Siderail assembly.

Event description:
It was reported by service report that the siderails were stuck down and could not be raised and locked in the upright position. No pt involvement or adverse consequences reported.